Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. The event of cellulitis is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. A review of the device history record has been completed. No deviations or non-conformances noted. Reason for reoperation: cellulitis.

Event description:
Patient representative reported patient ¿developed cellulitis, redness and was required to take three different antibiotics.¿ device remains implanted. This record is for the left side.